Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for a total of 16 patient samples tested on a cobas 8000 ise module. Ise indirect na, k for gen.2 tests were affected. The erroneous values were reported outside of the laboratory and later amended after being repeated on a second ise system. No adverse events were alleged to have occurred with the patients. The na electrode lot number was m76 and the k electrode lot number was q87. The electrode expiration dates were asked for, but not provided. The field service engineer checked the hardware and replaced consumables for the ise system. The engineer determined that the sample probe was eroded, so it was replaced. Precision studies and controls were acceptable after the engineer's actions.